Event description:
During incoming inspection it was discovered that the liquid of simplex has leaked into the box.

Manufacturer narrative:
When completed, the eval summary will be submitted in a supplemental report. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s.